Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a pacemaker device developed pneumonia and sepsis after device was implanted. The patient also had history of syncope, multiple falls and low heart rate prior to having the device. Moreover, the patient had recent falls and went to the emergency room for inner ear evaluation. However, the reason for the multiple falls was unknown. Boston scientific technical services (ts) discussed to have the device checked. There was no further information provided. As of this time, the device remains in service. No additional adverse patient effects were reported.